Manufacturer narrative:
Patient information was not made available from the site. On 04/28/2017 a medtronic representative, following-up at the site, reported observing subsequent procedures with this navigation system on 04/18/2017 and 04/19/2017 and there were no issues with the navigation system, or with port two on the axiem box. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Part not received by manufacturer.

Event description:
A medtronic ent representative received a report from a site registered nurse (rn) that while in a functional endoscopic sinus surgery (fess), their navigation system unexpectedly shut-down. The rn stated that they were having issues with port two on their navigation system. The site went to remove the instrument tracker plugged into the port for trouble-shooting. The rn stated their navigation system powered-off on its own once the tracker was unplugged from the port. Site turned the navigation system back on and port two was fully functional and did not have any further issues with the navigation system. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of the navigation system. Delay in therapy was 2 - 3 minutes. There was no impact on patient outcome.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The software investigation found that a probable cause was unable to be determined without further information since the on-going investigation proved to be inconclusive based on the information provided.